Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error which indicated that communication problem between the subject device and the video system center, otv-s190 (serial no. (B)(4) had been occurred frequently during the unspecified procedure. There was no patient injury associated with this report. The user facility did not provide the other detailed information.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. Though the subject device was done many tests, omsc could not duplicate the reported phenomenon. There were no abnormalities for checking the video connector of the subject device for scratches and dirt. It was also confirmed the combination test with the video processor which was used with the subject device at the facility, but it the reported phenomenon could not be duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the evaluation and reports, omsc surmised there was the possibility this phenomenon was attributed to the temporary connection failure between the subject device and the video processor by some reasons. If additional information becomes available, this report will be supplemented.